Event description:
It was reported that the technician opened the lens tray and noted that there was a small hole in the optic surface. The lens was not loaded or used and there was no pt contact. The reporter stated the lens was received that way and was defective.

Manufacturer narrative:
Evaluation:a lens work order search was performed and no similar complaint was found.